Manufacturer narrative:
Results: there was no visible damage to the handle. Conclusions: evaluation of the returned handle revealed a functional device. During the functional test, the handle was tested on a handle fixture and passed within specification. The root cause of the reported complaint could not be determined. Penumbra handles are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01744.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01744.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a penumbra smart coil detachment handle (handle), penumbra smart coils (smart coils), and a non-penumbra microcatheter. It was noted that the patient's anatomy was tortuous. During the procedure, the physician implanted three non-penumbra coils and two smart coils using a handle. However, the handle was unable to detach the next smart coil. Therefore, the handle was no longer used. The procedure was completed using a new handle, the same smart coil, six additional smart coils, and seven other coils. There was no report of an adverse effect to the patient.